Event description:
It was reported via repair work order that there was no power to the bed as the cpu board was damaged, the fuses were blown, and the power coil was pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.